Manufacturer narrative:
Evaluation: results: as received, the lead failed continuity testing as all channels measured invalid. Microscopic inspection of the returned lead revealed fluid intrusion near the terminal end. The channel 1 wire was observed disconnected from the channel 1 stimulation electrode. In addition, a permanent bend in the lead wires was observed at approx 22cm from the stimulation end; however, the wires were not broken at this location. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt ((B)(6)) received an scs system including a surgical lead on (B)(6) 2010. It was reported that the pt lost stimulation. A diagnostic test revealed invalid impedance measurements for several lead contacts. Surgical intervention was undertaken on (B)(6) 2011 to replace the pt's lead. No further complications were reported.